Event description:
It was reported that the pt underwent angioplasty because of restenosis on the target lesion four months after the original stent implant date of 02/07/2005. The procedure was successful.